Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-14, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving sufentanil (dose and concentration unknown) via an implantable pump for spinal pain. The patient's medical history included failed back syndrome (1999). In (B)(6) 2013, a week after the catheter was implanted,the catheter broke and the patient started leaking cerebrospinal fluid (csf) in 2014. The patient was not getting any pain relief and the patient went through withdrawal. Her whole quality of life had changed. It was noted the patient's previous pumps (replaced due to longevity) did great, but she had not had pain relief since the 3rd pump was implanted and it was really taking a toll on the patient. In 2014, the catheter was replaced. The hcp left the old catheter in the patient. It was later reported that the catheter was fractured at the spinus process level and they were unable to aspirate the side port. The serial number of the catheter was unknown. It was noted that the patient did not have "discs" anymore and it was just vertebrae. The hcp was reviewing if the vertebrae were what was crushing the catheter. The event resolved and the csf leak resolved on its own. Additional information has been requested regarding the catheter serial number, the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer. Device failures included catheter failure. Injuries included withdrawal, pain, hospitalization, and surgery. Dates of injury included catheter revision on (B)(6) 2014. No further complications were reported or anticipated.